Event description:
During insertion of transvenous electrode and crt-d, the lead was advanced into the right ventricular apex and the active fixation mechanism was deployed. Pacing impedance was noted to be high and sensed r waves below 5mv. The active fixation mechanism was retracted in anticipation of finding a more favorable lead position. Despite the fluoroscopic appearance of the mechanism being fully retracted, the lead could not be withdrawn. A stat echo confirmed 1 cm effusion of right ventricle (rv) without definite signs of tamponade. The patient was transferred to the or for removal of the lead and repair of rv perforation. The patient was stable post surgery. ====================== health professional's impression======================device failed to retract====================== manufacturer response for steroid eluting, tripolar, screw-in, ventricular lead with rv defibrillation coil electrode, quattro secure======================remitted to us the october letter medical device correction/performance note.